Event description:
It was reported that the surgeon attempted to implant a collamer plate lens and the foam tip plunger overrode and tore the lens. The lens was removed without pt incident.

Manufacturer narrative:
Evaluation codes: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are affective, and minimize the potential for damaging the lens.